Manufacturer narrative:
One device was returned for repair with complaint of cassette detect error. Service history found no repair order within past 12-month period. Performed verification testing and visual inspection. The cassette not attached error was duplicated during 50 ml cassette test. Visual inspection found heavy contamination and rust on latch/lock assembly and handle was difficult to latch with cassette. Reported problem is caused by rusty/contaminated latch/lock. Replaced latch/lock handle and flex. Device passed all testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.